Event description:
It was reported that the patient's right hip was revised due to femoral pain. Intra-operatively, nothing was observed to be loose, broken, or worn. An exeter stem, head, adm/ mdm poly insert and mdm metal liner were revised to a restoration modular stem construct, head, adm/ mdm poly insert and mdm metal liner with cables. Rep confirmed that no further information will be released by the hospital or surgeon. Correction: a trident x3 elevated rim insert was revised instead of a adm/ mdm poly insert and mdm metal liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#v40(tm). Femoral head ; cat#6364-2-236 ; lot#g3125016. Device name#trident x3 elevated rim 36mm ID ; cat#643-00-36e ; lot#mmp099. Device name#simplex p with tobramycin 1 pack ; cat#6197-9-001; lot#mcu031. Device name#simplex p with tobramycin 1 pack ; cat#6197-9-001 ; lot#mcu031. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.